Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a grommet issue. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the implantable pulse generator (ipg), the physician had difficulty because the screw had to be tightened with a lot of force until it was finally achieved. It was also reported that during the implant of the lead, they had to perform multiple rolls to the helix for the fixing system to exit. It was later reported that two days after implant the lead, the capture threshold increased until it was completely lost. Both the lead and the ipg were explanted and replaced. No patient complications have been reported as a result of this event.